Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc failed. The customer reported the unit was not in use on patient.

Manufacturer narrative:
Date: (B)(6) 2015. Date: (B)(6) 2015. Conclusion / root cause: the data acquisition pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc failed. The customer reported the unit was not in use on patient.

Manufacturer narrative:
.